Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing associated with the right ventricular lead, that there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and that the criteria for the right ventricular lead integrity alert were met. Analysis of the lead found that the proximal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo, and the outer insulation was ruptured; full lead returned and analyzed.

Event description:
It was reported that the patient hear an alarm going off during the day at work but thought it was something in the office. Then at midnight that night the patient heard it again and realized it was their device. In the morning the patient called their physician and was sent to their ep (electrophysiology) doctor to have it checked. From the office visit check lead fracture was suspected. The patient was sent home and was scheduled for a lead replacement. It also was noted that a lead integrity alert was triggered and there were thirty-six sensing integrity counter (sic) since last check a week ago with one nsvt (non-sustained ventricular tachycardia) episode that was not real. At the lead revision procedure the rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.